Manufacturer narrative:
A steris service technician and user facility biomedical personnel inspected the table, and found it to be in proper mechanical condition; the table was returned to service. The user facility reported that the patient was in a twenty-three (23) degree reverse trendelenburg position at the time of the reported event. The user facility also reported that the patient was restrained with a single use, non-steris disposable foam/elastic restraining strap. This 4085 surgical table came equipped with a steris restraining strap designed for continued use, however the steris restraining strap was not in use at the time of this incident. Steris has determined the root cause of this event to be user error in that the user facility used a third party accessory to restrain the patient during a procedure being performed on a steris surgical table. The 4085 table operator manual warns users that "possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose - or from using accessories manufactured and sold by other companies on steris surgical tables" (pp. 12). Steris offered refresher in-service training regarding the proper use of the table; however the user facility declined stating it was not necessary.

Event description:
The user facility reported that a patient slid along the surface of the table during a procedure, which resulted in a surgical instrument touching the patient's abdomen and resulting in minor bleeding. The injury was bandaged and the procedure was completed successfully. The user facility reports that the patient is fully recovered with no sustaining injuries.